Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11913. It was reported, the patient felt heating at the ipg site while charging. The patient described the sensation as heating internally. It was reported, the patient had attempted to charge more frequently. The patient also reported, the ipg has an increased recharge burden. Follow-up identified the physician replaced the ipg. It was reported, the patient was well postoperative.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.